Event description:
A report was received that a patient lost control of her entire body from the waist down, due to a "shocking" sensation from the ipg. The patient reported that during the incident, her legs stiffened and she was unable to move them. The patient experienced extreme pain and was unable to turn the stimulation off. The patient was seen by a physician; however, no further information was available at this time.